Event description:
It was reported that the user scanned a new freestyle libre 3 plus sensor with the ilet system and observed the warm-up message, but blood glucose values did not appear and no new-sensor alerts were received, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components; the issue was resolved after the user re-scanned the sensor in the ilet mobile app and was advised regarding the sensor pairing period. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna component within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.